Manufacturer narrative:
Additional information: g3-company representative. Additional information was received from the company representative reporting the wire was removed from the needle multiple times during the procedure. Investigation: evaluation, an inspection of the unused product, complaint history, instructions for use (IFU), quality control, device history record and visual inspection of the returned device was conducted during the investigation. A representative device was returned in place of the complaint device; therefore, investigative testing was performed on the representative device, and more specifically the wire guide that is included in the set. The wire was examined for surface damage/defects, and its length and diameter were also measured and found to be within specification. The wire was tensile tested and passed; it was found to be free of damage. The failure could not be duplicated for the representative device. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the representative sample shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. It is likely that the damage to the wire guide was the result of removing the wire back through the needle multiple times contrary to the label, however we are unable to determine with full certainty that this is what led to the failure. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a right leg arteriogram, the micropuncture transitionless pedal access set wire guide tip broke off inside of the patient's anatomy. The procedure was unable to be completed as the physician could not enter the lumen at the access site. No further procedures have been initiated. Access was attempted to be gained via the dorsalus pedius as the physician was unable to cross a chronic total occlusion present in the right superficial femoral artery (sfa). The micropuncture transitionless pedal access set four (4) centimeter (cm) needle was being utilized during the event; a sheath was not in use. The needle and wire guide were inserted into the access site multiple times, after which a minor bend was noticed on the distal tip of the guide wire. Imaging revealed that the wire guide radiopaque appeared to be coiled on itself. At this point, the physician attempted to remove the wire guide; however, it would not come out. The physician pulled on the wire guide, and the wire began to stretch out, eventually breaking at the distal tip at the patient's skin. It was noted that the broken tip was only a few centimeters in length. As it was unclear whether the broken tip was in the patient's artery or just under the skin, the physician made a small incision to retrieve it. The broken tip was unable to be located, and dermabond was used to close the incision. Additional information regarding whether the patient experienced any adverse effects due to this occurrence has been requested, but is not available at this time.